Event description:
It was reported that the user had observed patient data being transmitted to the central station monitor for the arterial blood pressure (abp) parameter, even though the patient had no a-line attached. It was determined that the central monitoring system had permitted two patient monitors to be entered in the system with the same device name (equipment label). The problem was resolved upon changing the device name in the system. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The device was in use at time of event, there was no adverse event reported. It was reported that the user had observed patient data being transmitted to the central station monitor for the arterial blood pressure (abp) parameter, even though the patient had no a-line attached. The x3 involved was returned from repair and put into service by the onsite biomed, they had mistakenly assigned duplicate equipment labels that were in service. It was determined that the central monitoring system had permitted two patient monitors to be entered in the system with the same device name (equipment label). The customer is provided with instructions and warnings at installation explaining how device labeling should be handled. This does not represent a product malfunction. There was no malfunction of the device. The problem was resolved upon changing the device name in the system.